Manufacturer narrative:
MFR control no. Ic97-833. The sample has been returned to arrow. Our examination of the returned sample found that the balloon had burst in the center. Balloon failure can be associated with environmental factors during mfg, shipping and storage.

Event description:
It was reported that the balloon on the thermilodution catheter ruptured in situ. There were no pt complications.